Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the stent that were stretched. The stent had stretched over the distal cone of the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found numerous kinks throughout the shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 38 synergy¿ drug-eluting stent, it was noted that the stent detached from the balloon catheter upon removal of the stent protector. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 38 synergy drug-eluting stent, it was noted that the stent detached from the balloon catheter upon removal of the stent protector. The procedure was completed with another of the same device. No patient complications were reported.